Event description:
It was reported the pt had fallen. Afterwards, the charger and programmer could no longer communicate with the ipg. As a result, the pt underwent surgical intervention. During the procedure, the pt's leads were explanted and replaced (reference MFR. 1627487-2012-09162) along with the ipg. Stimulation and coverage were regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.